Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-02903. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been experiencing increasing heart failure symptoms since pump exchange in (B)(6) 2017. On (B)(6) 2018 the patient had a palpable pulse and lactate dehydrogenase (ldh) of 764 u/l which was up from 303 u/l on (B)(6) 2018. An echocardiogram (echo) showed significant aortic insufficiency, and abnormal flow through the device. No additional information was provided.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient was in the coronary care unit (ccu) for variably increasing pump power and lactate dehydrogenase (ldh). On (B)(6) 2018 it was reported that the lvad had overnight power elevations. An echocardiogram (echo) on an unspecified date revealed a left ventricular internal diameter end diastole (lvidd) of 6.9 and the aortic valve opening partially. The patient was placed on high dose heparin infusion. A repeat echo post treatment revealed an lvidd of 6.5 and the aortic valve closed. The suspected cause of the power elevations was pump thrombus. The patient had been admitted on (B)(6) 2018 and discharged on (B)(6) 2018. It was reported on (B)(6) 2018, that since discharge, the pump¿s power consumption had remained stable.